Manufacturer narrative:
The investigation of hemolysis has been completed. The returned product was inspected and there was no biomaterial observed. There were no pump abnormalities and pump passed hemolysis test. Clinical mentioned hemolysis occurred leading to pump explant on (B)(6). The data logs show several minor motor current spikes with shifts in placement signal and effects on pump flow in the morning of (B)(6), a pattern likely occurring as a result of biomaterial interacting with the impeller. The root cause of the hemolysis was most likely biomaterial as evidenced by the data log pattern observed and pump passing hemolysis testing.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The IFU states: impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller. Section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported that the patient on bipella support developed hemolysis. The rp was exchanged for protek duo. The next day the labs were no longer hemolyzing.